Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and autoimmune thyroiditis ('hashimoto's thyroiditis/autoimmune thyroiditis') in an adult female patient who had essure (batch no. 689968- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terbutaline. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("pain upper abdominal") and was found to have weight increased ("weight gain"), progesterone decreased ("low progesterone") and dehydroepiandrosterone decreased ("low dhea"). In april 2015, the patient experienced allergy to metals ("nickel allergy") and dermatitis contact ("allergic rash after contact with nickel/nickle skin allergy"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anaemia ("anemia") and dysmenorrhoea ("abdominal pain during menstrual cycle"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and dysmenorrhoea was resolving and the autoimmune thyroiditis, fatigue, weight increased, hypersensitivity, anaemia, progesterone decreased, dehydroepiandrosterone decreased, allergy to metals, dermatitis contact and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, anaemia, autoimmune thyroiditis, dehydroepiandrosterone decreased, dermatitis contact, dysmenorrhoea, fatigue, hypersensitivity, pelvic pain, progesterone decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on 30-mar-2012: total bilateral occlusion. Lot number reported 689968 is not valid. Most recent follow-up information incorporated above includes: on 18-jun-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') and autoimmune thyroiditis ('hashimoto's thyroiditis/autoimmune thyroiditis') in a female patient who had essure (batch no. 689968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: terbutaline. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain upper ("pain upper abdominal") and was found to have weight increased ("weight gain"), progesterone decreased ("low progesterone") and dehydroepiandrosterone decreased ("low dhea"). In april 2015, the patient experienced allergy to metals ("nickel allergy") and dermatitis allergic ("allergic rash after contact with nickel/nickle skin allergy"). On an unknown date, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anaemia ("anemia") and dysmenorrhoea ("abdominal pain during menstrual cycle"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia and dysmenorrhoea was resolving and the autoimmune thyroiditis, fatigue, weight increased, hypersensitivity, anaemia, progesterone decreased, dehydroepiandrosterone decreased, allergy to metals, dermatitis allergic and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, alopecia, anaemia, autoimmune thyroiditis, dehydroepiandrosterone decreased, dermatitis allergic, dysmenorrhoea, fatigue, hypersensitivity, pelvic pain, progesterone decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on 30-mar-2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2019: pfs received. Reporter information were added. Date of insertion were added. Lot number were added. Medical history, lab data and historical drug were added. Event : low progesterone, low dhea, nickel allergy, hashimoto's thyroiditis/autoimmune thyroiditis, allergic rash after contact with nickel/nickle skin allergy, pain upper abdominal, abdominal pain during menstrual cycle were added. Outcome of the event hair loss and pelvic pain were updated. Event verbatim were updated as pain/pelvic pain incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), hypersensitivity ("allergic reactions") and anaemia ("anemia"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, weight increased, alopecia, hypersensitivity and anaemia outcome was unknown. The reporter considered alopecia, anaemia, fatigue, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.